Event description:
A physician repoted a pt who was originally skin tested on 2/20/97 with negative results. The pt has rec'd multiple treatments since that time without event. On 16 july 1998, the pt was treated in the nasolabial folds and transverse forehead lines. In mid to late august 1998 (exact date not known), the pt developed a draining lesion at the right nasolabial fold accompanied by pain, redness, and swelling at the site. The pt sought treatment at an unspecified urgent care facility, where oral cephlexin and oral benadryl were prescribed. On 8/31/98 the pt was examined by the physician, who continued the oral medications and injected the lesion with kenalog. The pt was seen again on 2 and 4 september 1998, when the antibiotic was changed to ceftin. On 9/4/98, the physician performed an incision and drainage. On 9/9/98, the physician noted that the symptoms had improved somewhat. On 9/11/98, the pt returned with a lump on the left corner of her mouth, which the physician injected wtih kenalog, and continued the ceftin. There was no evidence of cellulitis. The physician believed the symptoms were probably hypersensitivity related with possible abscess formation. On 9/24/98, a consulting dermatologist examined the pt and diagnosed a hypersensitivity with infection; cipro was prescribed. No other recommendations for treatment were provided. On 9/29/98, the pt reported improvement of the symptoms.